Manufacturer narrative:
Exact date unknown, event occurred for over a year from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would not keep a charge. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted pg was not returned.